Event description:
Diametrics medical limited received a report from its distributor - bayer medical limited, that a paratrend 7+ sensor had been discovered with a crack on the pressure monitoring port on the y-connector of the sensor. There was no report of any adverse event or patient involvement.